Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the sal ejector. The customer stated: the tip part was detached and lost in use. The pt was unconscious and transported to the emergency room, therefore the pt was not able to spit out any foreign material in his mouth. To find the tip fell off, the customer took an x-ray, but it could not be found. Two days later, during the oral care on the pt, the tip was found. No harm on the pt caused by this incident.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.